Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, after a thr surgery had been performed on (B)(6) 2011, the patient experienced a prostheses dislocation on (B)(6) 2011. This adverse event was solved by a closed reduction on (B)(6) 2011. Current health status of patient is unknown.

Manufacturer narrative:
Section h10: the device was not returned for evaluation; therefore, a device analysis could not be performed. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient anatomy, postoperative care or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).

Event description:
It was reported that, after a thr surgery had been performed on (B)(6) 2011, the patient experienced a prostheses dislocation on (B)(6) 2011. This adverse event was solved by a closed reduction on unknown date. Current health status of patient is unknown.